Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365db3216550 model: db-3216-55 serial: (B)(6) batch: 5001716 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient was evaluated in clinic for device reprogramming due to recurrence of tremor in the right hand. High impedance measurements were observed during the assessment. The patient reported experiencing several falls, one of which required a visit to urgent care. These incidents were not believed to be related to the dbs device but may have contributed to the impedance issue. Imaging of the lead and lead extension site revealed a misalignment at the connection. The surgeon opted to manipulate the extension connection through the skin, under x-ray guidance. Proper alignment between the lead and extension was confirmed through imaging and impedance testing via the implantable pulse generator (ipg). Following the procedure, impedance levels were within normal range. The patient is receiving effective therapy with good symptom control. The patient was discharged home and continues to do well. No device return is expected, as the device remains implanted.